Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted upon conclusion of investigation.

Event description:
It was reported that the flow diverter stent was being used for treatment of a patient with a fusiform aneurysm in the left internal carotid artery (ica). The patient was preloaded with with ass 100mg and clopidogrel 75mg three days before procedure. Multiplate test was done with positive outcome as a responder; 5.000 i.e. Within the procedure. Reportedly, during second re-positioning attempt due to vessel tortuosity, the flow diverter stent was not opening due to thrombus forming within the stent. The stent was removed from the patient and the procedure was completed with a new unspecified device. Patient outcome described as "good."

Manufacturer narrative:
Corrected data: b1, h1. Additional information: d10, h6, h11 (device evaluation). No additional event information has been received. Investigation conclusion: two images of the stent were provided for review. The images showed the stent constrained at the middle section with blood in the stent, which is consistent with the alleged product issue. The investigation of the returned device found the stent could not fully open at the proximal end. However, the stent was able to fully open after the residual bodily fluids was cleaned during the investigation. The investigation of the returned device did not find any other damage or anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.